Event description:
It was reported by the dealer that the back canes have poked through the back fabric and scraped the patient. No serious injury alleged or medial treatment required to preclude or prevent permanent impairment of a body structure or function. No additional information provided.